Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The pump was set to be returned for further examination, and a replacement pump with a new serial number was to be provided to the customer.